Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to confirm the reported problem. The air detector was loose, and the downstream occlusion seal was missing. The sensor and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a missing downstream occlusion seal. There was no patient involvement as the event occurred during testing.